Event description:
It was reported that when using the bd pyxis¿ es server system had an issue where all patients not crossing to the device. The customer stated that all patients affected and currently added as temporary. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
D4 & h4: serial number, unique device identifier and manufacturer date not available.upon investigation of the actual device used in this incident, it was determined that the system had an issue in facility mapping. A technical support specialist (tss) dialed into the carefusion coordination engine (cce) and traced messages for the patient example. The facility code for the patient was received as ¿g5800,¿ which, based on existing facility processing logic, was mapped to the ¿ce¿ facility. Changes were made to str-proc 106 to map the g5800 facility code to ¿cd.¿ it was noted that the old cce had been decommissioned, and the new cce, which had been upgraded the previous day, was still mapping g5800 to the ¿ce¿ facility. The customer was contacted and confirmed that changes made a few weeks earlier had been reverted, causing patients to route to the ¿ce¿ (blodgett) facility instead of ¿cd¿ (butterworth). The mapping for g5800 was updated to map to ¿cdt.¿ the customer was contacted again and confirmed that the system was functioning as intended, resolving the issue. The system functioned as intended after the technical support specialist troubleshot the device.